Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle, black foreign matter was in the barrel when the unit package opened. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with a picture and the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the small dots as embedded contamination in the barrel. DHR review for lot # 1712167: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (december 16th ¿ 17th, 2017). Syringes were assembled in machine, nº4252, nº4251, in lot #7345962 (december 11th ¿ 21st, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7341514, #7269061, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7353662, #7346939, #7338621, and no problems, defects or qn related to the reported issue were found. After analyzing the picture and the affected sample provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it. We can ensure that the probability of finding this kind of defect is low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle, black foreign matter was in the barrel when the unit package opened. There was no report of exposure, serious injury or medical intervention.